Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 5 months post implant of this 30mm mitral annuloplasty band was explanted due to failing to repair the issue and successfully replaced with a 31mm mitral bioprosthetic valve. There were no additional adverse patient effects reported.